Event description:
After a catheterization procedure, d-stat dry was applied at the vascular access site, the right groin. About 10 minutes later the pt complained of a burning sensation at his ankle and the d-stat dry was removed. The staff observed a purple/red rash at the ankle, knee, groin, and torso. The pt was given benadryl, solumedrol, and tagamet and the symptoms resolved in about 10 minutes. No further complications were reported. The cause of the allergic reaction is indeterminate at this time.